Event description:
In or pt for surgical removal of the gall bladder. Background diagnosis coronary disease and sleep apnea. The entropy electrodes were normally attached to the pt's forehead. As pt was awake, response entropy values were 96-98. After propofol induction, the values came down slowly, down to 40. After the surgery started, the re/se values came up to 74, even the pt was more anesthetized. Even the anesthetics were still increased (propofol bolus and isoflurane) the values remained up, betweeen 60-70. The pt hemodynamic indicated, that pt was in deep anesthesia. At this phase the raw eeg was observed, and a bis monitor was attached to the pt. Bis was very low (around 1-11-12), re/se values were 67. The raw eeg indicated ECG artifact in the eeg waveform; a small spikes were seen, synchronized to the ECG.